Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d4(catalog #).

Event description:
It was reported that while upgrading the software as per the recall instructions to install a new scroll compressor for the cardiosave intra-aortic balloon pump (iabp) , the distributor's getinge trained field service engineer (fse) observed a green checkmark displayed followed by a freezing blue screen on both screens when the iabp was turned on. The fse noted that the iabp unit had generated error code #14. It was noted that before the software upgrade the iabp unit was functioning normally. There was no patient involved and no adverse event was reported.

Event description:
It was reported that while upgrading the software as per the recall instructions to install a new scroll compressor for the cardiosave intra-aortic balloon pump (iabp) , the distributor's getinge trained field service engineer (fse) observed a green checkmark displayed followed by a freezing blue screen on both screens when the iabp was turned on. The fse noted that the iabp unit had generated error code #14. It was noted that before the software upgrade the iabp unit was functioning normally. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Clarification was received that the aware date for this reported event was 23jan2020.

Event description:
It was reported that while upgrading the software as per the recall instructions to install a new scroll compressor for the cardiosave intra-aortic balloon pump (iabp) , the distributor's getinge trained field service engineer (fse) observed a green checkmark displayed followed by a freezing blue screen on both screens when the iabp was turned on. The fse noted that the iabp unit had generated error code #14. It was noted that before the software upgrade the iabp unit was functioning normally. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Upon further evaluation, the fse observed an f5 fault code logged on the executive processor board. The fse replaced the executive processor board and attempted to upgrade the software again, but the f5 fault code was subsequently generated again. The fse then replaced the video generator board and the error code #14 which was initially observed due to the recall scroll compressor reappeared. Additionally, the fse noted that the unit was working before the software upgrade, but when we did this upgrade, the unit did not work and resulted in a freezing blue screen. Subsequently, the fse advised that after the video generator board was replaced the iabp unit functioned normally. A supplemental report will be submitted if additional information is received.

Event description:
It was reported that while upgrading the software as per the recall instructions to install a new scroll compressor for the cardiosave intra-aortic balloon pump (iabp) , the distributor's getinge trained field service engineer (fse) observed a green checkmark displayed followed by a freezing blue screen on both screens when the iabp was turned on. The fse noted that the iabp unit had generated error code #14. It was noted that before the software upgrade the iabp unit was functioning normally. There was no patient involved and no adverse event was reported.